Event description:
Images in email received (B)(6); phone call (B)(6) 2022 with info bearing in sl distal fem replacement, date (B)(6) uf health cancer hospital gainsville; part was discarded dr. (B)(6) was failing, was going to revise, this is what was found, 2nd rev because of hinge. Swapped hinge and bearings in (B)(6) 2021. Original may have been (B)(6) 2020 surgery was successful.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Images in email received on 9/13: phone call on 9/14/22 with information bearing in sl distal fem replacement, on date (B)(6) at (B)(6) hospital; part was discarded. Dr (B)(6): hinge was failing, was going to revise, this is what was found, 2nd rev because of hinge. Swapped hinge and bearings in (B)(6) 2021. Original may have been (B)(6) 2020 surgery was successful.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.